Manufacturer narrative:
The device was not returned to the manufacturer at the time of this report. A follow up medwatch will be submitted once the device has been returned and the investigation is complete.

Event description:
It was initially reported that a pulsavac was opened but not used on patient. The nurse noticed the switch had a different look from usual and the battery pack seems bloated (battery bulging out). Additional information was received on (B)(6) 2017, stating that the pulsavac was opened but not used on patient. The scrub nurse noticed the switch had a problem. When checked, the battery pack seemed bloated and battery bulging out. The event occurred directly prior to surgery and an alternate device was obtained for use. No medical intervention/additional surgical procedure was required and there was harm to the patient or operator. There was no extension or delay in the surgical time.

Manufacturer narrative:
The complaint is being reported by zimmer biomet as (B)(4). Review of the device history record for 00515047500, lot number 63462195, identified no deviations or anomalies. Product examination found that the battery pack had warped, opening the battery found several of the batteries had leaked. This complaint is confirmed. However, the root cause cannot be specifically determined with the provided information.

Manufacturer narrative:
(B)(4).